Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2013-07227 pertains to the other device. It was reported that a solyx single incision sling system was implanted into the patient on (B)(6) 2009. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
This report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2013-07227 pertains to the other device. It was reported that a solyx single incision sling system was implanted into the patient on (B)(6) 2009. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on 29may2017. The patient experienced bleeding, erosion, surgery to remove pieces of the device, and pain.